Event description:
It was reported that t:slim x2 pump battery did not charge and customer received several low power alerts, although pump did not shut down or become unable to turn back on. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable, wall adapter, and working outlet, and after changing to different charging cable and wall adapter, pump battery began charging; technical support advised against continued use of non-tandem charging supplies except for troubleshooting and arranged replacement charging supplies, and no further assistance was required.